Event description:
During a hysterectomy. The instrument didn't open after the third firing. To unlock the jaws the closing and firing tigger were forced until they broke. It happened at the fallopian tube. The procedure continued with conventional sutures. There was no consequence to the pt.